Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation, and discolored device mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch 0700280000-2022-8014) that a 74-year-old white female patient underwent unspecified breast surgery with a 550cc mentor siltex contour profile high and experienced left side breast implant deflation. The device was expalnted on (B)(6) 2022, and was found to be deflated during bilateral implant exchange surgery. It was reported that date of implant is unknown as it was not documented. Left breast explanted device was sent to pathology. The report confirmed deflation with a tan, yellow textured wall. The wall displays a 1.1 cm slit like defect on the posterior surface.